Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results code: results pending completion of evaluation. Conclusions code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, leakage was observed from the female connector. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: the returned sample was visually inspected. The sparger assembly and white cap were not returned with the sample. The returned sample was then leak tested by connecting with the calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at 6 mmhg. The large bore adapter blue cap was then loosened and re-tightened by hand. The sample was then leak tested a second time by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg, and no leaks were noted. A retention sample of the same product code and lot number combination was visually inspected, and no visual anomalies were noted. The retention sample was also leak tested, and no leaks were noted. The root cause for this event may have been the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it may not have been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 25, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.